Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and noise. It was discovered that the lead fractured. The lead was capped and replaced on (B)(6) 2025. There were no patient consequences.